Manufacturer narrative:
Additional information provided on 17jun2025. Update to b5, d4, h4, h11. Lot release records were reviewed, and the product lot met all acceptance criteria. The physical device was not returned. Cloud data for the day of (B)(6) 2025 was reviewed. During review of the cloud data, the automated algorithm was found to appropriately adapt the automated insulin amounts based on the estimated glucose values from the sensor and any user inputs. The algorithm appropriately reduced and stopped delivery of automated insulin as estimated glucose values decreased to the user¿s target. The system did not deliver automated insulin while estimated glucose values were below 60 mg/dl. No evidence of issues with the system were observed in the cloud data.

Event description:
On (B)(6) 2025 during a video conference, doctor (B)(6), head of the pediatrics department at the (B)(6), reported to the insulet field representative a case of severe hypoglycemia with diabetic coma of a child on omnipod 5. On (B)(6) 2025 the prestataire reported to insulet. During a follow up email with dr (B)(6), they reported the patient's mother administered a correction bolus at the school gate (0.45 instead of the suggested 0.15). At the time she administered this correction, the pump wasn't at maximum flow. She then administered a snack bolus, not taking in all the carbohydrates ingested because she saw that the blood sugar was dropping. The patient arrived at the hospital on (B)(6) 2025 time: 20:15. The patient was discharged from the hospital on (B)(6) 2025 time: 14:15. No consequences for the patient, he has recovered his previous state. No treatment information was reported. Additional information has been request on the event including the device serial and lot numbers. If additional information is received it will be submitted in a supplemental report. Additional information: - the child was (B)(6) hospital, then child transferred to (B)(6) where he was monitored. - use of baqsimi on (B)(6) 2025. - indicate 2 blood glucose values before the incident: 360 mg/dl - 238 mg/dl. - indicate 2 blood glucose values after the incident: 85 mg/dl - 137 mg/dl. - the device will not be returned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025 during a video conference, doctor (B)(6), head of the pediatrics department at the (B)(6), reported to the prestataire a case of severe hypoglycemia with diabetic coma of a child on omnipod 5. On (B)(6) 2025 the prestataire reported to insulet. During a follow up email with dr (B)(6) they reported the patient's mother administered a correction bolus at the school gate (0.45 instead of the suggested 0.15). At the time she administered this correction, the pump wasn't at maximum flow. She then administered a snack bolus, not taking in all the carbohydrates ingested because she saw that the blood sugar was dropping. The patient arrived at the hospital on (B)(6) 2025 time: 20:15. The patient was discharged from the hospital on (B)(6) 2025 time: 14:15. No consequences for the patient, he has recovered his previous state. No treatment information was reported. Additional information has been request on the event including the device serial and lot numbers. If additional information is received it will be submitted in a supplemental report.